Event description:
Customer reported an issue with the dpm 6 monitory, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and duplicated the problem. Corrections included repairing a cracked solder joints on the unit's front panel connectors.